Event description:
It was reported that there was intermittent loss of capture. It was further noted that the patient was in the clinic exercising and when sat down to rest there was an atrial sense event but no ventricular pacing following it on the electrogram. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.